Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Manufacturer narrative:
Additional information on the event was received 10/12/2020. The patient is an 82 year old male. The physician¿s opinion is that the cause of the event is procedure. The patient had fully recovered. There was no steam pop. No error reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation summary was completed on (B)(6) 2020. It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with lasso® nav eco variable catheter and cardiac tamponade requiring pericardiocentesis and blood transfusion. After brockenbrough [transseptal], sheath was placed and lasso® nav eco variable catheter was placed in the left atrial appendage for left atrial imaging. When the lasso® nav eco variable catheter was pulled from the left atrial appendage, the ring part stretched out so that it could be pulled on the carto3 screen, but it was pulled from the atrial appendage and removed once from the sheath. After that, left atrial imaging was performed, and after a while the blood pressure began to fall, so effusion was confirmed when confirmed by echo. Administration of noradrenaline and drainage were performed, and blood pressure was calm [stable], but blood continued to shrink [flow], so blood transfusion was performed. After continuing for about an hour, the blood finally disappeared [hemorrhage stopped] and the echo confirmed that there was no effusion, and the patient left the ICU. There was no report of extended hospitalization. The device was visually inspected, and it was found in good conditions. The magnetic and electrical features were tested and no issues were observed. In addition, the catheter was deflecting, contracting, expanding correctly. The catheter passed the outer diameter test. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with lasso® nav eco variable catheter and cardiac tamponade requiring pericardiocentesis and blood transfusion. After brockenbrough [transseptal], sheath was placed and lasso® nav eco variable catheter was placed in the left atrial appendage for left atrial imaging. When the lasso® nav eco variable catheter was pulled from the left atrial appendage, the ring part stretched out so that it could be pulled on the carto3 screen, but it was pulled from the atrial appendage and removed once from the sheath. After that, left atrial imaging was performed, and after a while the blood pressure began to fall, so effusion was confirmed when confirmed by echo. Administration of noradrenaline and drainage were performed, and blood pressure was calm [stable], but blood continued to shrink [flow], so blood transfusion was performed. After continuing for about an hour, the blood finally disappeared [hemorrhage stopped] and the echo confirmed that there was no effusion, and the patient left the ICU. There was no report of extended hospitalization. The physician in charge reported that they felt a little stuck when pulling lasso® nav eco variable catheter from the left atrial appendage. Since the device was removed without surgical intervention, or without using a different device the entrapment is not MDR reportable. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.